Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The obstruction of flow was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device was successfully prepped and was successfully flushed in device return, therefore, it is likely the difficulty is related to procedural circumstances of vessel or tissue interfering with the access port. This occurs if anatomy moves with applied pressure when inserting the device. The attached syringe filled with blood indicates that a vacuum was applied, and patency therefore confirmed. If the syringe is in place while seeking pulsatile flow, flow would be inhibited. Additionally, if vacuum is applied while in the anatomy tissue may be drawn into the port causing an obstruction. Although, the IFU does not prohibit the use of vacuum to confirm patency, it may create a false negative. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the device was successfully flushed prior to use; however, no backflow was observed from the marker lumen. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large bore sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.